Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the epidural catheter and flat filter with no relevant findings. The customer reported the catheter and filter were leaking. The customer returned one snaplock adapter, one flat filter, and one epidural catheter. The snaplock adapter and flat filter were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned filter revealed that the filter appears damaged as the female luer end has tooling marks as well as a crack. Visual examination of the returned catheter revealed that the catheter appears used as adhesive material can be seen on the outer extrusion. Microscopic examination after a functional leak test revealed that the catheter has a small cut in the extrusion material from what appears to be tooling marks approximately 11cm (ruler (B)(4)) from the proximal end (reference files (B)(4)). No other defects or anomalies were observed. A functional leak test was performed per (B)(4). Using the returned catheter, snaplock adapter, and filter with the lab leak tester ((B)(4)). The filter and snaplock adapter were connected. The proximal end of the catheter was then inserted into the snaplock adapter until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The filter was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. A leak was detected coming from the same location where the filter was damaged, which was revealed during the visual inspection. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. A leak was detected from a cut in the catheter extrusion material approximately 11cm from the proximal end. No other leaks were detected. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. All epidural catheters are tested for leaks at the time of manufacturing. A device history record review performed on the epidural catheter and flat filter showed no evidence to suggest a manufacturing related cause. The leak was detected during use. Therefore, based on the condition of the sample received and the time of discovery indicate operational context caused or contributed to this event. The reported complaint of the catheter and filter leaking was confirmed based on the sample received. The returned epidural catheter was confirmed to leak from a small cut in the extrusion material approximately 12cm from the proximal end. The filter was leaking from the female luer end from damage that appears to be from tooling marks. All epidural catheters are 100% tested for leaks at the time of manufacturing. A device history record review performed on the epidural catheter showed no evidence to suggest a manufacturing related cause. The leak was detected during use. Therefore, based on the time of discovery and the condition of the sample received, operational context caused or contributed to this event.

Event description:
The drug leaked from the catheter at the entrance side of the drug. The physician no longer used the catheter, and he finished the procedure with teleflex's same product. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The drug leaked from the catheter at the entrance side of the drug. The physician no longer used the catheter, and he finished the procedure with teleflex's same product. There was no patient injury.